Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft, and no kinks or damages identified with the extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole, 2mm proximal from the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during microscopic examination of the extrusion shaft. Tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine instruction for use (IFU) using the inflation aid, however, a leak was noted coming from the pinhole at the distal markerband. The encore inflation device was verified before and after the procedure using a druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.